Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system serror 2240 (air in line/set) alarm. This occurred in dwell 13 of 23. The patient was connected. No clinical consequences were reported for the patient. There was nothing found during troubleshooting that would cause or contribute to the alarm.